Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 03-sep-2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated products are working as intended.

Event description:
Consumer reported complaint for e-5 blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did report previous symptoms of feeling shaky, sweaty, nervous, and clammy. Past medical attention is reported as a result of the actual blood glucose results. Customer went to the ER in july and was in the ICU for a few days. Customer was told by doctor to take 80 units of humulin r insulin 3 times a day and customer began to feel shaky, sweaty, nervous, and clammy. Customer took the bus up to the hospital and when she arrived at the ER, the hospital meter read 30mg/dl. Customer was given sugar water and was observed for a few days in the ICU at river side hospital. Customer humulin r was changed from 80 units three times a day to 15 units three times and day and her lantus has been increased from 60 units a day to 75 units a day. Customer states she has been using our meter for over a year. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 196mg/dl fasting using true metrix meter. After troubleshooting, the customer felt comfortable with the meter reading accurately. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. (Strip lot number not provided). The meter memory was not reviewed for previous test result history.